Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation, the legal manufacturer's final investigation, and information obtained from the customer. Information added to the following fields: b3, b5, d10, h3, h4, h6. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced during the evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during an unspecified diagnostic procedure, which was not completed.

Event description:
It was reported that the video system center's image displayed a blackout. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.